Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported patient infection and positive culture test could not be identified. The device was not returned to olympus for evaluation. The user did not provide information regarding device reprocessing steps, nor did they provide the culture test results. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported an endoscope was contaminated with staphylococci after repair. The issue occurred after reprocessing. A patient was infected and had to be hospitalized for four days due to the infection. There was no permanent damage to the health of the patient. It was noted that the scope was germ free at the time of the report.